Event description:
It was reported during remote follow up that implantable cardioverter defibrillator exhibited inappropriate shock due inappropriate interpretation of signal. No intervention was reported. There were no patient consequences.